Manufacturer narrative:
The investigation found that an in-house guidewire encountered friction when advanced into the lumen of the returned headway microcatheter, which is consistent with the alleged product issue. Further investigation found the lumen to not be fully flared at the hub joint. Exposed braiding and delaminated ptfe in the lumen were also found, which is likely related to the incomplete flaring. A kink under the strain relief was also identified. The physical evaluation of the device could not identify the conditions or circumstances that led to the kink, but the kink is consistent with the device experiencing forces exceeding the device's yield strength. The physical evaluation of the device could not identify the exact conditions or circumstances that led to the lumen flaring issue, but this condition is consistent with a deviation in the manufacturing process that is being addressed through the quality system process and a CAPA has been initiated.

Event description:
During the procedure, the operator reported that the catheter had a ¿wrong/bad lumen - resistance was felt, the coil could not be delivered¿. There was no patient injury nor intervention. This complaint was originally assessed as non-reportable. However, based on the product evaluation findings, a vigilance report is being conservatively submitted based on the investigation findings of exposed braid within the microcatheter lumen.